Event description:
This spontaneous case from united states was received on 29-dec-2017 from patient. This case concerns a (B)(6) year old female patient who initiated treatment with synvisc one. On the same day, experienced knee was swollen/ knee swelling to twice its normal size, pain so bad, fever; after unknown latency, used a walker and wheelchair going and was unable to bear weight. Patient was not experiencing the same relief as she did after the first injection (therapeutic response decreased), also device malfunction was identified for the reported lot number. No medical history, concomitant medications and concurrent conditions were reported. The patient received one other synvisc one injection approximately nine months ago. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once for arthritis (dose: not provided). She was not experiencing the same relief that she did after the first injection. The patient experienced her knee swelling to twice its normal size and terrible pain, starting the night of (B)(6) 2017 (latency: same day). Her symptoms got worse overnight and she cried, it hurt so bad. Her pain level after the injection was a 10 out of 10, but she did not go to the emergency room. She also experienced a fever of 100.4; her normal temperature is 96.8 degrees. The patient was unable to bear weight again until the day after she was seen by her doctor (onset: (B)(6) 2017; latency: unknown). She used a walker, then a wheelchair at the doctor's office (onset: (B)(6) 2017; latency: unknown). The patient used ice, tylenol and ibuprofen after the injection and was seen in the doctor's office on (B)(6) 2017. She was given an injection in her knee of arthrocept asp. Methylprednisonole acetate 8 and it helped. No fluid was drained from the knee and no bloodwork was done. The doctor told her that this was a bad reaction to the drug. The patient continued to use ice, tylenol and ibuprofen after she saw her doctor. The swelling is resolved now, although she always has some swelling from her arthritis and her pain level is now 3 out of 10. She feels recovered from the injection, but does not know if the injection is going to work as well as the last one did. Corrective treatment: walker; wheelchair for use a walker and wheelchair going; steroids; arthocept asp. Methylprednisolone acetate; ice; paracetamol (tylenol); ibuprofen for knee was swollen/ knee swelling to twice its normal size, pain so bad; paracetamol (tylenol); ibuprofen for fever; not reported for was unable to bear weight and device malfunction. Outcome: recovered for knee was swollen/ knee swelling to twice its normal size, recovering/resolving for pain so bad; not applicable for not experiencing the same relief as she did after the first injection; unknown for rest of the events. Seriousness criteria: disability for use a walker and wheelchair going; required intervention for device malfunction, knee was swollen/ knee swelling to twice its normal size, pain so bad. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 5-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced walking difficulty, right knee swelling and pain, fever and weight bearing difficulty. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.